Event description:
A customer reported that in 2006, she mistreated herself based on readings obtained on her freestyle flash blood glucose meter in the incorrect unit of measurement. The customer fainted and was driven to hosp. The customer relased from hosp after 2 hours. There was no treatment given as she felt ok. The unit of measurement setting her knowledge. The customer had been mistreating herself for months as she was not aware that the readings could not in the incorrect unit of measurement.

Manufacturer narrative:
There were 2 meters cited in the complaint details. It is unknown at this time which of the meters the customer used. The meters have been requested for investigation.